Event description:
It was reported that the patient experienced sepsis. The patient's bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) and associated leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.no issue was identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead; implant date: (B)(6) 2013. (B)(4).